Event description:
It was reported that the insulin pump was submerged in water. Afterwards, the display on the insulin pump went black. The insulin pump also alarmed button error. The reported blood glucose reading was 112 mg/dl. Troubleshooting was performed, but normal operations could not be restored. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly, the motor, and the battery tube.